Manufacturer narrative:
From "no consequence or impact to patient" to "no patient involvement". The hsk iii device was returned to the factory for evaluation. Although the hospital reported that during preparation, there was evidence of clinical usage and signs of blood observed. A visual inspection was conducted. Blood was observed on the loading device. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device and was visible through the loading window. It was observed through the loading device window that the seal was in an unraveled state at the inner most coil. The seal was removed for inspection. The seal was observed to be separated from the tension spring assembly. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .220 in. (Rm2036883). The length of the delivery tube was measured at 2.50 in. (Mcv00004217). The values recorded were within the tolerance specifications. Based on the received condition, the reported failure "fitting problem" and analyzed failure modes "unraveled material; seal¿ and ¿premature deployment" were confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not adequately load into the deployment device. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not adequately load into the deployment device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.